Event description:
It was reported that a patient was slightly over corrected and the surgeon will have to remove the icl and insert another one. Patient has keratoconus so lasik or prk are not options to correct this patient. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation- method - medical review. Results 100(other): a work order search could not be performed since no serial number was provided and the lens was not returned for evaluation. The medical review revealed the event was due to off label use of the device (keratoconus); no clinical data can support the complaint event or the effect of the efficacy and safety of the device. This information has been communicated to the surgeon in case of severe deterioration of the patient health. (B)(4).

Manufacturer narrative:
(B)(4)